Manufacturer narrative:
(B)(4). Batch #r9346n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, two new titanium tips were broken during the same procedure. The broken pieces were retrieved by forceps and were discarded. Changed to another device to continue the procedure. A "relax pressure on blade" alert screen was displayed by the generator. Changed to a third device to complete the surgery. There was no patient consequence. No additional information can be provided.